Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed atrial output dial control failure and keypad (lock button) control failure. The keypad and encoder flex tape assembly were replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was connected to a patient, and the atrial output could not be configured. The output fluctuated between 9 milliamps (ma) and 10ma. Another epg was used. It was further reported that there was no anomaly found during pre-use inspection. The epg was returned. No patient complications were reported as a result of this event.